Manufacturer narrative:
D10: (B)(6), 310-01-50 - equinoxe, humeral head short, 50mm (beta). (B)(6), 300-10-45 - equinoxe replicator plate 4.5mm o/s. (B)(6), 300-10-45 - equinoxe replicator plate 4.5mm o/s. (B)(6), 315-35-00 - glnd kwire. (B)(6), 315-35-00 - glnd kwire. (B)(6), 300-20-02 - equinox square torque define screw drive kit. The reason for the revision reported cannot be confirmed from the information provided but may have been due to an insufficient bond between the glenoid component and the bone and/or the humeral stem and the bone which led to aseptic (non-infected) anatomic glenoid loosening and/or humeral loosening respectively. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 82 months after a total shoulder replacement procedure, the patient underwent a revision procedure to address loosening. Both the humeral stem and anatomic cage glenoid components were loose. The components were easily removed and the surgeon reimplanted with competitor implants. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No further issues or complications were reported. Photos and radiographs provided. No additional information is available.